Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.